Manufacturer narrative:
This report is being submitted to relay corrected data and additional information for the initial MFR report# 0001038806-2023-01269. Correction: section e1 information was submitted in error with the manufacturer contact information instead of the initial reporter information. The following sections are being updated/corrected: b4 was updated. E1: name, address, establishment name, email address, zip code and city were updated/corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. . The unknown driver was reported but not returned. DHR and complaint history reviews could not be performed since the lot/item number associated was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Per the applicable IFU, surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. A definitive root cause could not be determined. However, based on the investigation and risk management file review, the most likely root causes determined were incorrect techniques used. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item/lot, product not returned.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A1 patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided e1: email address unknown / not provided g4: PMA/510(k) number not available. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion, the implant dropped on the patient's drape and became contaminated. The procedure was unable to be completed.